Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm." Device not returned.

Event description:
It was reported that the pump time was inaccurate. Tandem technical support reviewed pump data, and verified that the customer changed the pump time. Reportedly, customer's blood glucose level was impacted. Contact did not provide a bg value, or provide information regarding how bg levels were addressed.